Event description:
A report was received that the patient was experiencing difficulty charging the ipg and took a longer time to charge the device adequately. The physician believed based on the charging issue and the number of years it had been used, a replacement of the ipg is needed. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and took a longer time to charge the device adequately. The physician believed based on the charging issue and the number of years it had been used, a replacement of the ipg is needed. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. The physician did not believe any device malfunction. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.